Manufacturer narrative:
(B)(4). The device was received in good condition. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. The pal evaluated the device. The cause for the iipv found in the logs was determined to be insufficient drain - initial drain alarm setting inappropriately programmed. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The device met specifications. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) event log. On (B)(6) 2010, the drain volume was 4199ml during cycle 3.